Manufacturer narrative:
Citation: ghoneim a et al. Management of small aortic annulus in the era of sutureless valves: a comparative study among different biological options. J thorac cardiovasc surg. 2016 oct;152(4):1019-28. Doi: 10.1016/j.jtcvs.2016.06.058. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding management of small aortic annulus in the era of sutureless prosthetic valves. All data were collected retrospectively from a single center between january 2007 and december 2014. The study population included 351 patients; 23 of these patients (predominantly female; mean age 64.8 years) were implanted with medtronic freestyle stentless prostheses (serial numbers not provided). Among all freestyle patients three deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all freestyle patients adverse events included: bleeding requiring intervention, stroke, acute kidney injury, and permanent pacemaker implant. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.